Event description:
The hospital reported that two high frequency cables arced. They alleged that one cable burned the patient during the procedure. The hospital refused to provide additional information.